Manufacturer narrative:
The device was returned and evaluated. Vibrating drills may cause bone fracture, though this typically occurs when the residual bone lamellae is very thin. As such, it appears that the drill in this case was used in bone less than the minimum recommended thickness. However, because it is possible that this malfunction caused/contributed to the bone fracture and subsequent implant loss, this event meets the criteria. The implant loss will be reported. Evaluation of the returned device indicates that a drilling depth of approximately 5mm, the drill pulls to the right. It was also noted that the drill was a previous design (indicating it was manufactured at least three years ago); it is unlikely that drills containing the previous design would still be in use due to the maximum of twenty uses recommended.

Event description:
It was reported that a xive twist drill vibrated during use, causing fracture of the buccal lamellae. An implant was still placed, though was lost approximately four weeks later.